Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 300 mg/dl, which was addressed with manual injections. Reportedly, the suspected cause of the elevated bg level was due to the customer consuming food. Recommendation was made to consult with health care provider regarding diabetes management.